Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump. It was reported the patient experienced unknown issues and/or injuries associated with a synchromed pump. No further information was reported. No further complications were reported/anticipated.